Event description:
It was reported that the pump battery was depleting quickly. There was no information available regarding any impact on the customer's blood glucose level. No additional details were provided about corrective actions or the outcome of the event.